Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called via phone and reported a blood sugar of 400 mg/dl. The customer treated with a bolus from the insulin pump. Troubleshooting was performed. The customer went to the emergency room for the high blood sugars. The caller declined troubleshooting for the high blood sugars. The current blood sugar is 333 mg/dl. The insulin pump was not returned for analysis.